Event description:
It was reported that a patient has intermittent error code 1703, high battery drain, and impedances are normal. When the error code shows up, not only does it exacerbate the patient's tremor, it also makes them feel quite dizzy and unbalanced. The issue has not improved after battery change with the error code continuing to show on the new implantable neurostimulator (ins), so they are now considering exploring/replacing the extensions and leads with guide tubes in situ. It was noted that since the patient's appointment last month, the patient's current battery has drained from 1 year 10 months to 1 year 7 months. It was reviewed that error code 1703 meant out of regulation (oor). Potential causes of oor were reviewed (very high stimulation settings or active electrodes have high impedances). It was reviewed that oor is also associated with fast battery drainage.

Manufacturer narrative:
D10. Section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot#: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.